Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of myelopathy in a (B)(6) male pt who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced myelopathy, hypocupremia, nerve injury, and injury. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to the legal complaint, the pt received dentures approx twenty years ago (since 1990). The pt used super poligrip and fixodent denture adhesive products and experienced severe, permanent, personal injuries and sustained health consequences. The pt was diagnosed with hypocupremia and myelopathy attributable to super poligrip and fixodent. The pt now suffers from "profound and permanent neurological and other injuries" and was unable to perform his "normal, customary and daily activities." The pt's injuries and damages were permanent and will continue into the future.